Event description:
It was reported that during a procedure at the user facility the device had metal shavings coming off. The procedure was completed successfully with no medical intervention, and no adverse consequences reported. The complainant could not recall a delay.

Manufacturer narrative:
The service technician functionally tested the device using a shop handpiece and was unable to duplicate the reported event. Further analysis from an engineer confirmed that device was operating as intended. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during a procedure at the user facility, the device had metal shavings coming off. The procedure was completed successfully with no medical intervention, and no adverse consequences reported. The complainant could not recall a delay.